Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the bsv [blood sampling valve] shaft worn and loose; not aligning bsv correctly. The fse replaced the shaft. He also found the actuators on the random access module were not functioning correctly . He indicated that there was a short in the wiring causing the solenoids to not fire correctly and working temporarily, causing partial aspiration errors. He rewired the solenoid at vl59 manifold to resolve the issue. (B)(4).

Event description:
The customer reported aspiration "p" errors on the lh750 instrument. No erroneous results were generated in connection with the reported event.